Event description:
During a remote follow-up, decreased pacing impedance was observed on the left ventricular (lv) lead. Lead insulation damage was suspected to be the cause of the event. No intervention was performed. The patient is stable.